Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device remains implanted.

Event description:
According to the available information, though not verified, potential proximal perforation of cylinder. Left cylinder sitting below the glans penis, in the shaft of the penis. CT scan ordered. Surgery booked to investigate. Additional info. Received (B)(6) 2020: "the case went ahead with only repositioning the cylinder. Nothing is removed or implanted to the patient." The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.